Manufacturer narrative:
A visual examination of the suspect device could not be performed as the complainant indicated that the device was disposed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for lot # 10100601c2 for the reported event of clip failed to release from catheter. Based on the details of the complaint, is it probable that the failure to release the clip from the catheter was due to anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a resolution hemostasis clipping device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2011. According to the complainant, during the egd procedure, the clip would not initially release from the catheter. The physician was able to finally release the clip from the catheter by "shaking repeatedly". The procedure was successfully completed with this device and there were no complications as a result of this event. The patient was reported to be "fine" post procedure.